Manufacturer narrative:
Summary of event: as reported, while obtaining access for placement of a dual-chamber pacemaker, a wire included in a micropuncture transitionless access set unraveled and separated in the axillary vein. Neither the sheath nor the needle were in place at the time of the event. The tip of the wire was removed/retrieved without complication; however, it is unknown how the fragment was retrieved. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. There have been no other reported complaints for this lot number. Two related non-conformances were noted on subassembly lots; however, all affected product was scrapped, and there are 100% inspections in place to capture this nonconformance. At this time, cook concluded that no non-conforming product from this lot exists in house or in the field. The product IFU states, ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ the information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown "other" healthcare professional . This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, while obtaining access for placement of a dual-chamber pacemaker, a wire included in a micropuncture transitionless access set unraveled and separated in the axillary vein. Neither the sheath nor the needle were in place at the time of the event. The tip of the wire was removed/retrieved without complication; however, it is unknown how the fragment was retrieved. Additional information has been requested.